Event description:
It was reported that the patient underwent a revision (B)(6) 2013. The lead and the implantable neurostimulator were replaced. There was no indication why the lead was revised.

Event description:
Additional information received reported that the revision was required because the patient¿s son with special needs pushed her up against a counter. After that, the stimulation cut out. Impedances were tested and all electrode combinations were greater than 4000 ohms. The revision reportedly resolved the issue.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28 lot# va00bfd, implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).